Manufacturer narrative:
The reported event of insufficient heat seal is unconfirmed. Conmed received one 138100 in unopened original packaging. The lot number was verified via the packaging. A visual inspection was performed and found the device was encroaching into the seal. Performed a functional inspection with dye leak testing per procedure which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 69 complaints, regarding 457 devices, for this device family and failure mode. During this same time frame 2,525,340 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU the user is also advised that these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken, or otherwise distorted plastic parts; broken or significantly bent connector contacts; damage including cuts, punctures, nicks, abrasion, unusual lumps, significant discoloration and verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138100, electrode, flat blade, hex hub, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.